Event description:
It was reported the device was used during a laparascopic cholecystectomy. It was reported the white ring dislodged from the trocar. It fell into the pt and was retrieved. Rep will include color photo with device. Risk manager holding device until event has been investigated. 11/18/97 received medwatch report #1000430000199700003 with color photo on 11/17/97 confirming the above info.

Manufacturer narrative:
Tracking #.47061. Device not returned for analysis.